Manufacturer narrative:
A device history review was completed. There were no deviations or non-conformances associated with this lot. Quality control testing was complete and passed. Issue is currently being investigated. Additional information or investigation results will be submitted pending investigation completion.

Event description:
On (B)(6) 2022 the customer experienced tissue loss of skin that was cut at 3 microns on one (1) of the slide white apex superior adhesive, p/n 3800080, lot 121321-1. The tissue loss was found during staining with immunohistochemistry on a bond instrument. Re-biopsy of the patient was necessary for diagnosis.

Manufacturer narrative:
Quality control testing was complete and passed the returned slide white apex superior adhesive, p/n 3800080, lot 121321-1. Multiple nonsequential slides were pulled from each box and skin sections were cut at three microns and picked up onto the slides. The slides were processed on the leica bond-iii. All slides were run according to our slide adhesion test procedure and the staining procedure ran to completion without error. The slides were removed, coverspipped, and examined. All slides showed complete tissue sections, all were well stained, and all showed consistent microscopic detail. There was no tissue loss or flaking seen on any of the slides. The issue was not confirmed. If additional information is received an additional follow up MDR will be submitted.